Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse found the display in good condition, with a cracked upper hinge cover. The fse replaced upper hinge cover to resolve display issue. The fse continued the inspection and found that the unit would not power up. On power management screen, found that cart voltage was 0v. To fix this issue the fse, replaced the power supply assembly. The fse also replaced critical alarm battery this call due to age and the nylon p-clip for display cable due to damage. The fse then performed full functional and safety tests. The unit passed all functional and safety checks per factory specifications and was returned to the customer and cleared for clinical use. Full event site name: (B)(6).

Event description:
It was reported during start up that the display of the cardiosave intra-aortic balloon pump (iabp) was cracked. It was later reported that the unit will not power up. There was no patient involvement and no adverse event was reported.